Event description:
Per summons: patient b. Mortality, pulmonary embolus, thrombosis, hospital (B)(6). Patient b was an (B)(6) nursing home resident who was admitted to hospital (B)(6) for malnutrition and dehydration. Patient b expired with complications from a PICC. The consulting cardiologist employed by hospital (B)(6) ordered a PICC line on (B)(6) 2010. There is a record of the PICC insertion in the right brachial vein indicating that a 5 french was inserted, but does not disclose that it was actually a 7 french catheter. The PICC consent does not disclose all relevant complications including pulmonary embolus. The patient's right arm developed edema on (B)(6) 2010. Relator ordered a doppler venogram, which was positive for right upper extremity dvt. A physician interpreted the ultrasound as showing a thrombus was seen around the PICC line in the right axillary vein, right brachial vein, and radial vein; a non-occlusive thrombus was also seen in the right subclavian. Upon learning of the thrombosis in the right arm, on (B)(6) 2010 at 6:05 p.m., relator wrote an order stating laldvise IV team to remove PICC and place alternate, not a PICC access," and wrote an order for lovenox and for a chest CT to rule out pulmonary emboli. Although there was an order to remove the PICC line and insert a line that was not a PICC, this order was never followed by the PICC nurse. The patient subsequently developed respiratory arrest and required intubation. The chest CT demonstrated acute pulmonary embolism of the right pulmonary artery extending into the right upper lobe right lowe lobe arteries and their segmental branches within segmental branches of the left upper lobe and left lower lobe arteries. The embolic were extensive. Patient b died approximately twelve hours later.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.